Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that the patient underwent a mesh revision/removal on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient underwent mesh removal/revision on (B)(6) 2005, (B)(6) 2006 and (B)(6) due to dyspareunia secondary to mesh, recurrent stress urinary incontinence, incomplete bladder emptying, urethral hypermobility, post void dribbling, and left paraurethral mesh fiber exposure. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06816. The same patient is represented in each medwatch.